Manufacturer narrative:
Continuation of d10: product ID: 978a128, lot#: va2bt2q, implanted: (B)(6) 2021, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the cause was unknown and the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 978a128 lot# va2bt2q serial# implanted: (B)(6) explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978a128, serial/lot #: (B)(4), ubd: 14-oct-2022, UDI#: (B)(4). B3. Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they noticed about 3 weeks ago that the wire of their lead was slightly bothering them and that their ins had started flipping again. The patient denied having had any traumas or falls that led to the event, they just started noticing it. The patient stated that because of their body type, the placement was up higher on their back and near their ribs and that the lead wire had to be tunneled down and moved into their hip, like "straight up and down" and it felt like the wires were poking out of them. The patient clarified they weren't sticking out of their skin, the patient could just see them under the skin very well. The patient stated they were told that the placement was how they would place the ins system for a child and that the lead wire had to be wrapped around them and they could feel the wire on either side. The patient stated that the therapy when it was working made a world of difference for their severe case of colitis (uc) and that things were fine up until t hey noticed the wires starting to bother them and the ins flipping. The patient stated they were still paying for their most recent surgery and didn't want to have to go in for another revision. The patient was redirected to follow up with their managing health care provider (hcp) about their concerns. The patient stated that they had the same ins since the beginning and that it began to flip two separate times which led to their two separate revisions. The patient reiterated that one of the times, one of them "kind of came out" and was shocking them. The patient then clarified this statement, that by 'one of them kind of coming out' they meant that for one of the times where the ins had been flipping, one of the leads had become disconnected from the ins inside the patient. The patient clarified nothing ever came out of their skin and that the "cord" had been so long, the hcp had to re-tunnel the lead and that the lead may have been pulled too tautly which caused the disconnection. The patient could not recall which time the lead became d isconnected. Documented the reported event. No further action was taken by patient services.